Manufacturer narrative:
The returned device was evaluated and was determined that there is no evidence that the device design or manufacturing process was the cause of the incident based on a review of the lot history and relevant components of the returned device. A review of the video recording of the actual procedure determined that the severing of the catheter was caused due to use error where the catheter was manipulated in a way that caused bending and interaction with cannula tip. There was no sign of a device defect that was observed while viewing the procedure. Additionally, the product IFU includes cautionary statements which require the user to maintain the cannula in the correct position while performing the procedure. Therefore, the probable root cause is likely due to a surgical technique or use error.

Event description:
Physician reported catheter breaking off in the schlemm's canal while retracting the catheter. The broken part was removed using a microforceps. There was no further reported patient injury.